Event description:
It was reported that during a partial hepatectomy and intraoperative microwave ablation procedure using the emprint hp with rein percutaneous antenna, in 10 seconds, an error code "antenna temperature limit was exceeded" was displayed despite proper setup with room temperature saline circulating through the antenna. After switching to an emprint 100w unit with a second probe, the same alarm was triggered 1 minute and 30 seconds into a planned 5-minute ablation at 100w. As a result, ablation could not able to be completed and the procedure was aborted. The patient was under anesthesia when the issue occurred. However, the hepatectomy was completed successfully. The emprint hp has been used successfully, while emprint 100w has not been used in a procedure since, but has been tested successfully with a sample antenna.

Manufacturer narrative:
D10 concomitant product: ca30l2, ca30l2 30cm rein percutaneous antenna x1 (lot#s25cg007); cagen1, cagen1 ablation generator x1 (serial#unknown); cagenhp, hp ablation gen cagenhp (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device activated an alarm. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.